Manufacturer narrative:
(B)(4).

Event description:
A (B)(6) male to have one non-functional cardiac lead removed from the right ventricle. The lead was prepped with a lead locking device. A spectranetics 16 fr. Glidelight laser sheath was used to remove the lead. After lead removal the patient's blood pressure dropped, there was a tear in the svc. The tear was repaired via pericardial window. The patient survived the procedure and was discharged per operative plan.